Event description:
It was reported that during the endoscopic vein harvesting procedure, it was identified that the picture was reported to be too dark, and a proper picture could not be seen on the monitor. A replacement device was used to complete the procedure. No information regarding the patient status has been provided.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.